Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. The end user stated he uses unisolve and skin prep as well as stomahesive powder. The end user also stated he washes with (B)(4) soap and water. From a clinical perspective, a causal relationship between the sur-fit natura 2 pc durahesive convex wafer and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. A return sample for eval is not expected. Reported to FDA on (B)(4) 2013. Note: the actual date of event is unk, so the date used was the date convatec became aware.

Event description:
End user reports that over the past several weeks, he has developed a red rash with small raised bumps and possibly white heads that started out itching and now burns. It is moist and he has scratched it. It is confined to an area close to the stoma and extends not more than 1.5 cm around. States that he has been using the product for 2-3 years.